Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately seven years post initial left side tka, this (B)(6) patient presented to surgeon with significant poly wear with significant osteolysis. Surgeon performed a total revision knee. There was no breakage of the device. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos and x-rays received. The device will be return.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. The revision reported may have been the result of patient-related conditions, third body wear, malalignment between the femoral and tibial components, or any combination of these possibilities, which led to wear of the polyethylene and osteolysis. However, this cannot be confirmed as the devices were not returned for evaluation. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Furthermore, the most probable root cause associated with the reported event of "osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface section d9: device available for evaluation.